Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 11/12/2007, the patient reported that his infusion device was "messed up." He was very confused and disoriented and was not able to provide his address or phone number. He stated, that he changed his infusion set in 2007 and his blood glucose was elevated to 267 mg/dl. The patient was unable to troubleshoot the issue. A company representative contacted the patient's physician and spoke with a nurse who was familiar with the patient. The nurse stated that the patient lived in a group home. She stated that she would attempt to contact the group home or the patient's sister. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.